Event description:
Patient on medtronic minimed paradigm 522 insulin pump. Nanny/mother were confused by basal rate units. Increased basal rate to 8.0 units per hour instead of 0.8 units per hour. For 2 days, the patient received 165 units of insulin per day instead of her usual dose which was 43.8 units per day. Patient had extreme difficulty in maintaining her blood sugar levels, however, managed to do so until 2008 when she began vomiting. Her blood glucose levels started falling. Patient's mother/father gave her sq glucagon and compazine and turned off the pump, finally realizing the error. The patient's blood sugar levels rose overnight and have been stable since back on the pump, although the patient continues to feel weak and tired.